Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened act button dome switch. No unexpected numbers ramping/scrolling on their own were noted. The pump passed the rewind, prime, basic occlusion and occlusion test. The pump primed properly. The pump was received with cracked display window corner, battery tube threads, reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error and priming anomaly from the insulin pump. The customer's blood glucose reading was 122 mg/dl. During manual prime, the customer stated that the piston would not stop and numbers were ramping on their own. The customer mentioned that the scroll bar is not moving up or down without input from the user. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.